Event description:
It was reported that during device change out, fluoroscopy revealed externalized conductors. The lead remains implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.